Event description:
Customer mentioned that the sensors are inaccurate. It was noted that he is low and the insulin pump goes into threshold suspend when is he actually in the range of 200 mg/dl to 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.